Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. On an unreported date, the patient was hospitalized for the peritonitis (duration unspecified). The treatment for the event was not reported. The outcome of the peritonitis was not reported. Action taken with dianeal therapy was not reported. No additional information is available at this time. This is report 1 of 4 involved in this event.